Event description:
The caller alleged discrepant result when compared with the lab result reported as follows: date: (B)(6) 2008, lab: 1.4, inratio: 1.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2008, confident limits: 1.55, inratio limits: 1.2-2.3, lab: 1.7, mean: 1.4. The inratio and lab reading are within the confident limits as per our internal procedure (B)(4) rev 2. Product will not be investigated.